Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for use was non-malignant pain. It was reported the patient felt like the pump was not working because they had a return of really bad pain. It was noted the pump would be working, then all of the sudden would not work again. It would go back and forth. The patient noted they go to the emergency room with these pain issues, but the ER does not know anything about pump so they do not help.